Event description:
The resident was walking with a walker when she fell forward onto her right side. The rivet on the left side of the walker she was using fell apart. The resident had been frequently noted to be using the walker backward, putting all of her weight on the hinges of the walker. This is where the walker broke, causing her to fall. The resident had been instructed repeatedly not to use the walker in that manner. At the time that the walker broke the resident was using it properly and was being ambulated by a staff member.